Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the mtm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci system training session that error 23027 occurred. An intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs and found the error occurred against the left master tool manipulator (mtm). The tse advised to perform a hard power cycle, but the issue persisted. The tse advised that the left mtm would need to be replaced to resolve the issue. There were no reports of patient involvement.